Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via a merlin.net transmission. The patient had been shoved down and had fallen in an altercation in the past. No programming changes were made at this time. The patient was asymptomatic and monitoring will continue for further noise.